Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ per tandem's t:slim x2 with control-iq user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin" per tandem¿s t:slim x2 with control-iq user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin.  Reportedly, a new cartridge was filled and loaded successfully. Reportedly, customer re-loaded a previously used cartridge with cold insulin, and overfilled the cartridge with more insulin than the cartridge can hold. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that resistance was experienced during the fill process. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose was 213 mg/dl.